Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged into the patients atrium. The lead therefore oversensed the patients atrial fibrillation (af), which resulted in numerous inappropriate shocks to the patient. The device was programmed off at that time. One of the shocks accelerated the patients rhythm into ventricular fibrillation (vf), which was not sensed, and the patient was externally converted out of the vf. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.